Manufacturer narrative:
Assessment: device history review showed laser system was successfully verified by territory manager (tm) two days prior to reported initial lasik treatment surgery day, and one day prior to f/u procedure surgery day. System logfile review, for all cases performed on both surgery days, showed system performed successfully to 100% completion with no interruptions and no system issues were noted. A complete clinical evaluation was unable to be performed in the absence of clinical records for review. Non product factors such as, but not limited to, pt selection, individual pt response to the laser, surgical technique, healing characteristics and other clinical/medical issues, could not be ruled out as possible contributors to the reported event. Nonetheless, although no details were given, the surgeon did indicate that the pt had an excellent outcome. Based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the pt's outcome. However, the non-product related factors mentioned above may have been contributors. (B)(4).

Event description:
By way of voluntary medwatch (B)(4), pt reports: overcorrection, constant strain and pain, severe loss of near sight, extreme starbursts and halos, loss of vision in dim settings, daily pain and discomfort, pressure in brow area, constant blood shot eyes, after lasik surgery. Pt also reports undergoing a second lasik procedure. Further communication with pt showed additional reported concerns: stinging, and foreign body sensation. Symptoms were reported for both eyes, but stated to be worse in the left eye. Pt also informed that he has been following up with his regular doctor, who diagnosed dry eyes and excessive sensitivity to light, and prescribed glaucoma drops to use at dusk, which lead to stinging in both eyes. Treating surgeon was contacted who informed that the pt had excellent outcome and result, and declined to provided pt records. Right eye of this same pt will be reported under manufacturer report #3003288808-2011-00016.